Manufacturer narrative:
(B)(4)

Event description:
It was reported that on the intra-aortic balloon pump (iabp) when the pump was unplugged the iabp stopped pumping. As a result, the pump was turned off and was rebooted, to have to pump return to normal. A patient death was reported. Dr. (B)(6), was the doctor who made the medical judgment that the patient's death was not caused or contributed by the device.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "short battery run time" is confirmed. The battery failed the battery load test. The pump shut off approximately 25 minutes after pumping was initiated, while running on battery power. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining the battery. Per the operator's manual, battery life is dependent on usage and maintenance of the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that on the intra-aortic balloon pump (iabp) when the pump was unplugged the iabp stopped pumping. As a result, the pump was turned off and was rebooted, to have to pump return to normal. A patient death was reported. Dr. (B)(6), was the doctor who made the medical judgment that the patient's death was not caused or contributed by the device.